Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was performed for the reported lot and it was found that there were no non-conformities which could have contributed to the reported failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the safety shut-off kicked in while sealing the large branch, which was also the last branch. The power supply was emitting a beeping sound, indicating there was energy being delivered to the unit, but it had no power output. The branch was partially cauterized, and when the harvester opened the jaw to remove the device in order to get power back to the unit, the large branch ripped and bled minimally in the area that was not cauterized for the 15 seconds they waited for the unit to power back up. They could not use the spot cautery feature, as the unit was not delivering energy. After waiting 15 seconds, the unit powered back up, working as intended, and they were able to complete the procedure with the reported device. There were no other patient effects reported. The product was discarded and the event was not reported immediately because it was believed the device worked as intended. The reporter added that the harvester is "heavy on fasciotomies and prefers minimal dissection," so they experienced at least 8-9 shutdowns, waited, "pre-cooled" the unit, and did the next branch until they reached the last, large medial branch when this occurred.